Manufacturer narrative:
On the event date (B)(6) 2021. Customer returned insulin pump for an alleged multiple motor error alarm. Insulin pump passed the displacement test and rewind test. Device received with motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Unable to verify a33 alarm due to motor error alarm. Insulin pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the insulin pump not having power for a long period of time. Unable to verify motor error alarm due to corrupted history file. Device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Test reservoir lock properly inside the reservoir tube. The following were noted during visual inspection: cracked reservoir tube lip. Device received with motor error alarm during the basic occlusion test due to loose/protruded support disk. Unable to verify a33 alarm due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. The customer stated that insulin pump was dripping insulin during fill tubing and unable to stop dripping. The device was not bumped or dropped prior to the alarm and the drive support cap appears normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.